Event description:
It was reported that during an unknown procedure, the titanium tip broke during the procedure. The broke piece was retrieved by forceps. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported. One device will be returned.

Manufacturer narrative:
(B)(4): pin hole. The device was returned in good physical condition. The blade was inspected and was found intact. The device was functionally tested with a generator. During functional testing on gen04 error code 5 screen was displayed. The device was disassembled and it was found that the blade was cracked at the pin hole under the shroud of the device. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.